Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed. During completion of said pre-implant bav, the balloon slipped towards the patient's left ventricle. Cardiac arrest then occurred and cardiopulmonary resuscitation (CPR) was initiated while a percutaneous cardiopulmonary support (pcps) device was inserted. After the patient was stabilized, the pre-implant bav was repeated and the transcatheter valve was implanted. After implantation of the valve, the patient developed complete heart block (chb), a wide qrs complex, and a flattened pulse pressure. The procedure was then completed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0013309725); product type: 0195-heart valves; implant date: n/a; explant date: n/a; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.